Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type I. It was reported that the patient was getting a 'error code eri." The patient was walked through the steps to clear the eri message. The patient was forwarded to their healthcare provider (hcp) to discuss the message further. The patient stated that it wouldn't charge twice due to the eri message. The patient stated that they have since been able to fully charge their implant. The patient is not dissatisfied with the device longevity. Additional information was received from the patient. The patient reported that the battery was replaced on (B)(6) 2018. The patient reported that ¿yes and no¿ that the elective replacement indicator was resolved. The patient reported that the battery was replaced as it had died. The patient reported that it was implanted (B)(6) 2010. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight was received in additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device went to culture in the hospital. No further complications were reported.